Manufacturer narrative:
Additional information was received that the valve implant depth was approximately 4 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). The valve was under-expanded due to the calcium of the native valve. It was reported that the calcium likely caused the elevated gradient observed one day post-implant and that the initial gradient obtained immediately post-deployment was suspected to be a false reading. Two days post-implant, the first balloon aortic valvuloplasty (bav) was performed with a 26 mm non-medtronic balloon to expand the valve frame. The second bav was performed with a 28 mm non-medtronic balloon using one inflation for approximately 3 seconds with a 60 cc syringe. Per the physician the bav performed with the 28mm non-medtronic balloon on the native anatomy after the valve had migrated, caused the root rupture which led to the patient's death. Per the physician the medtronic valve did not contribute to the rupture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvu loplasty (bav) was performed with a 18 millimeter (mm) balloon. The valve was implanted and echocardiogram showed low gradient with no paravalvular leak (pvl). Following the valve implant, a gradient of 18 millimeters of mercury (mmhg) was observed. One day following the valve implant, echocardiogram showed a gradient of approximately 40 mmhg. The patient returned for a post-implant bav of the valve. A 26 mm balloon was used to expand the frame, and towards the end of the bav the valve migrated above the level of the sinotubular junction (stj). The valve was snared and it was decided to perform a bav of the native valve prior to an additional valve being placed. A 28 mm balloon was used for the bav. After the bav, the patient's pressure dropped and CPR was initiated. A decision was made to open the patient's chest, and it was noted that the patient had an aortic root rupture. The surgeons were unable to repair the root rupture and subsequently the patient died two days following the valve implant. It was unknown if an autopsy was performed.